Event description:
It was reported that when the asymptomatic patient presented in clinic for a post-implant wound check, the device exhibited high, out of range, hv lead impedance on the right ventricular channel. No noise was evident when can was gently tapped. Imaging of the lead connection and a pocket revision are planned. The device remains implanted.

Event description:
New information received indicated that the device was explanted and will be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted. The cause of the field event was the anomalous transistor.